Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a gastric sleeve procedure in the distal greater curvature of the stomach there was poor staple formation. The stapler stopped mid fire so the healthcare professionals had to open it up and cut the reinforcement material. The staple line definitely didn't look great. The staple line was incomplete at distal. They opened a manual handle and cut of the remaining reinforcement material to resolve the issue. The reinforcement material was used in conjunction with the stapling device. The patient was alive with no injury.